Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead micro-dislodged a day after implant. It was confirmed via programmer. The rv lead exhibited high pacing thresholds and sensing dropped. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.